Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While a ruby coil was being prepared for a coil embolization procedure, the coil was inadvertently dropped on the floor upon opening the device packaging. The ruby coil was dropped prior to its use and therefore, was not used for the procedure. The procedure was completed using a new ruby coil.